Event description:
It was reported that the right ventricular lead dislodged as it was too short for the patients anatomy. The lead was explanted and replaced with a longer variant.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.